Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the patient presented complaining of discomfort and fluctuations in heart rate while sleeping. It was determined that high thresholds were noted on both the right atrial (ra) lead and right ventricular (rv) lead. In addition, it was noted that the ra lead sensing has decreased since implant. Possible lead displacement was suspected. The ra and rv lead currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were reprogrammed and currently remain in use. The physician elected to not perform a revision at this time due to the recently new implant. No patient complications have been reported as a result of this event.